Event description:
During a procedure, the shaft of the mailman j tip 182 cm guidewire broke near the hypotube.

Event description:
It was reported that prior to a ptca treatment procedure, the mailman j tip 182 cm guidewire was fractured into two pieces before being removed from its package.